Event description:
It was reported that during implant of the atrial lead, noise and a loss of sensing was seen on the lead when connected to a pacing system analyzer. The lead was removed and replaced.

Manufacturer narrative:
Final analysis found normal lead characteristics.